Manufacturer narrative:
The device was received with the adhesive pad attached to the bottom housing. No damages or defects were observed with the adhesive pad, bottom housing, formed needle or soft cannula that would cause skin irritation. The exact cause of the reported skin irritation could not be determined. The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it kinked, but a leak was observed within the exposed portion of the soft cannula. It could not be determined when the damage occurred or if it affected the pod¿s ability to deliver insulin when the device was worn. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36 . Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient was wearing the pod for 4 to 24 hours on the hip/buttocks. While wearing the pod there was a leakage of insulin which may have caused skin irritation. Patients blood glucose levels reached 379 mg/dl.